Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue however, the customer could not provide the batteries used with the device when it exhibited the shutdowns. Physio-control verified the reported issue with a video taken by the customer. Physio replaced the batteries and after passing functional and performance inspection, the device was returned to the customer. Root cause of the issue was not determined.

Event description:
The customer contacted physio-control to report "unit powers off sometimes, always intermittent." There was no report of any patient use associated with the reported event.